Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one month post implant the patient was symptomatic and experienced intermittent loss of capture on the right ventricular (rv) lead. It was also reported the rv lead dislodged. An attempt was made to revise the lead and the helix became embedded with clot and tissue. Multiple attempts were made to remove the tissue and it was noted the helix failed to perform in a satisfactory manner. The lead was removed and replaced. No further patient complications have been reported as a result of this event.